Event description:
This male pt (age unk) was presented to the interventional lab for an angioplasty and stenting procedure of the left common iliac artery. The vessel was described as heavily calcified and tortuous. There was a 90% stenosis present. The physician used an ipsilateral approach to access the lesion and inserted a 7fr. Sheath. The tip of the sheath was placed short of the target lesion. A guidwire was inserted and crossed the lesion. When the physician attempted to deliver the stent delivery system (sds) to the lesion he felt a large resistance. When the physician tried to withdraw the sds, he felt more resistance at the tip of the sheath. The physician abandoned to withdraw the sds and he tried to deploy the stent at that area of the vessel. Upon inflation, the balloon of the sds ruptured (atm unk) before the stent was fully dilated. Eventually, he withdrew the sds and he found the stent had migrated to the internal iliac artery, by angiography. There was adverse consequence to the pt; the stent has remained in internal iliac artery.